Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 250 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was leaking insulin. Symptoms reported include high ketones and nausea. The patient was treated with 3 liters of fluids. The patient was released six hours later. The pod was worn when seeking medical attention.